Event description:
It was reported that the patient underwent a spinal fusion surgical procedure. It was reported that the tip of the driver broke off in the set screw during final tightening and was not able to be retrieved. No additional patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visually confirmed approximately 3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.